Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant tech/coordinator that the system controller occasionally alarms when connected to a power module, but never on battery power. The pt switched to a backup system controller with no further issue reported.

Manufacturer narrative:
The reported event of alarms on the power module was confirmed during analysis. Maneuvered cables, and a power cable disconnect alarm was able to be intermittently induced. The white cable was stripped at the connector end, and the (brown) battery gauge wire was confirmed to be broken. A review of the device history records revealed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacture's corrective/preventive action system and an urgent medical device correction notice (B)(4) was sent to customers. No further information is available at this time. The manufacturer is closing its file on this event.